Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: no parts were returned for clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a, open scan plan case. After planning screws at l4 and l5, the surgical arm was sent to the l4 trajectory. The surgeon stated the surgical arm was at l5. A c-arm was not available to confirm the location. The surgeon stated the trajectory looked good, but the use of the guidance system was aborted. A c-arm was going to be brought in to complete the procedure. When removing the surgical system from the bed, the arm guide was found to not have been screwed in correctly and it was angled. There was no patient harm and the procedure was delayed less than an hour.